Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump is blank. Customer reported she was hospitalized for pneumonia and had surgery. Customer stated that she had taken off the insulin pump while in the hospital and now it is not turning on. Blood glucose value is 141 mg/dl. Customer stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Nothing further reported.